Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the mas set screw sheared off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed the connector is fractured approximately ~1.5 threads up from the start of the thread. The fracture surface appears to show ID shear lines which emanate from the root of the internal thread tooth outward, and are roughly parallel with the tooth angulation. The above observations are consistent with torsional overload of the connector.